Event description:
It was reported that a lead fracture was noted which resulted in a surgical procedure to replace that lead with this lead. The patient deceased 30 minutes after the replacement due to ventricular fibrillation. There is no allegation from a health care professional that suggests the death was device related. The model and serial number for the fractured lead is not available at the moment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.